Event description:
**Update** (B)(4) 2012 #150; patient fact sheet was received, which identified part/lot and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and will likely require a revision surgery. ***update: 01/12/2012 - the sales rep has reported the revision surgery. Patient was revised due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012 - letter received from patients attorney with operative report of revision attached. Doi: (B)(6) 2009. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.should the product or additional information that changes this conclusion be received, the investigation will be reopened.